Manufacturer narrative:
Initial reporter name: email - (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety - product procedure.

Event description:
The healthcare professional reported a left side exchange due to the patient's concern with the device. Additionally the healthcare provider reported rupture. The device has been explanted. .

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: observed two broken assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: wear abrasion observed on the device. Missing shell observed assessed as inconclusive. No further actions are required as the device was implanted."

Event description:
The healthcare professional reported a left side exchange due to the patient's concern with the device. Additionally the healthcare provider reported rupture. The device has been explanted.